Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that display was scratched and it was making hard to read the screen to the patient. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads. Cracked lcd window, minor scratched lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.